Event description:
It was reported that, "ceramic liner shattered inside alumina sleeve.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned (hospital policy) to the MFR. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.